Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, there was proximal lateral tibia case at (B)(6) hospital. When opening the package for the plate, a hair was in it. The surgeon considered the plate didn¿t have an issue and used it in the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that there was hair in the returned empty package. Unfortunately, we are not able to determine the exact cause which has lead to this problem. Therefore, no conclusive determination can be reached. The complaint disposition is deemed indeterminate.